Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was attempted to be used in the ampulla during an endoscopic papillary balloon dilation (epbd) procedure for stricture performed on (B)(6) 2026. During an unknown time of event, the balloon burst after reaching a pressure of 10atm. No piece of balloon detached inside the patient. The procedure outcome remains unknown despite good faith efforts. There were no patient complications reported as a result of this event. The instructions for use (IFU) indicate that this balloon should be used in the esophagus anatomy location. However, the customer reported that the balloon was used in the ampulla.

Manufacturer narrative:
Block h6: imdrf device code a0402 captures the reportable event of balloon burst.